Event description:
Trinity dual mobility revision of the ecima insert, cocr liner and biolox delta ceramic head after approximately 1 month and 1 week due to infection.

Manufacturer narrative:
Per 9095 - FDA combined report. The reporter has no update of the patient following the revision, and no other information is available. Also, the explants are not available for analysis. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.